Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was significant contrast delay. The patient was undergoing surgery for treatment of a saccular, irregular, unruptured right posterior communicating artery aneurysm, the sidebranch dome height was 3.7 mm, with a 4.1 mm width and a 3 mm neck diameter. It was reported that per corelab image read of the index procedure imaging on (B)(6) 2025, corelab rated the following: flow impairment of adjacent arteries: protrusion into any adjacent vessel, significant contrast delay. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
MDR decision corrected to not reportable. This event pertains to a premarket study. The artisse device is not marketed, nor similar to any device marketed by medtronic in the united states. No additional supplemental reports are required at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was significant contrast delay. The patient was undergoing surgery for treatment of a saccular, irregular, unruptured right posterior communicating artery aneurysm, the sidebranch dome height was 3.7 mm, with a 4.1 mm width and a 3 mm neck diameter. It was reported that per corelab image read of the index procedure imaging on (B)(6) 2025, corelab rated the following: flow impairment of adjacent arteries: protrusion into any adjacent vessel, significant contrast delay. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.